Manufacturer narrative:
No lot # provided. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd luer-lok¿ tip syringe had misaligned graduation marks. This was observed before use and there was no report of injury or medical interventions.

Manufacturer narrative:
Investigation summary: lot number is unknown, therefore DHR/qn review could not be performed. No root cause can be determined as no samples were received. Since no samples displaying the condition reported are available for examination, bd was unable to fully investigate this incident. Examination of the product involved may provide clarification as to the cause for the reported failure. Based on no sample, the investigation concluded: unconfirmed: bd was not able to confirm the customer¿s indicated failures investigation conclusion: no root cause can be determined as no samples were received.